Manufacturer narrative:
(B)(4).

Event description:
It was reported that "wire/needle/cannula damage or missing" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. (B)(4).

Manufacturer narrative:
B5 describe event or problem - correction. H2 correction/additional information. H6 health effect impact code - additional. H6 health effect clinical code - additional.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.